Event description:
Subsequent to the initial report, the following additional information was provided: one clip was implanted, reducing mitral regurgitation (mr) from grade 4 to grade 1. On (B)(6) 2021, the patient was re-hospitalized with severe mr of grade 3. The clip was noted to be well attached to both leaflets and functioning as expected. No additional intervention has been performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported mitral regurgitation (mitral valve insufficiency/regurgitation) cannot be determined. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for recurrent mitral regurgitation. It was reported that this was a mitraclip procedure, performed on (B)(6) 2020, treating mitral regurgitation (mr). The mitraclip was implanted with no reported issue. On (B)(6) 2021, the patient was re-hospitalized with severe mitral regurgitation. Additional intervention is planned. No additional information was provided.